Event description:
The customer states that suspect pt results were generated due to axsym bulk solution #3 not dispensing properly. One pt that presented to the ER complaining of a heart attack was treated with heparin due to elevated troponin-I and ck-mb results of 129 and 46.3 ng/ml respectively. The attending physician's notes on the pt state that there was "severe bleeding" following the heparin treatment. There is no mention of required transfusion of blood products in the attending physician's notes. The customer states that the cause of the bleeding following heparin treatment is uncertain. The severity of the bleeding is also uncertain. Per the laboratory director, two physicians intervened to stop the bleeding (no details provided). No additional pt info was available. Following axsym repair, the pt sample retested a <0.3 ng/ml for troponin-I and <0.7 ng/ml for ck-mb.